Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Use residues were observed throughout the sample. Curved shape memory was observed throughout the sample. A partially circumferential split was observed between the 6cm and 7cm depth markings. The split occurred within a permanent kink impression. The catheter kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a dully granular fracture surface. Material wear, buckling and discoloration were observed in the vicinity of the split. The fracture features and preferential kinking were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kinking cause a fracture to gradually forma and propagate in the catheter material. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that "this patient with lymphoma used vp16 chemotherapy regime. To pump the drug into the injection pump for around 10 hours, the patient had a solo catheter placed a half year ago. After continuous pumping, the nurse conducted catheter flushing and closing routinely, when the patient complained of pain. The nurse discontinued catheter flushing and contacted imaging department. After confirmation that the catheter tip was positioned properly, another catheter flushing was attempted. The patient still felt strong pain. After the in-hospital IV team suggested catheter removal, the catheter was removed after the patient¿s family was fully notified and communicated. It was found that a bulged damage was found 5-6 cm away from the catheter tip. At present, the patient is in good condition clinically."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "this patient with lymphoma used vp16 chemotherapy regime. To pump the drug into the injection pump for around 10 hours, the patient had a solo catheter placed a half year ago. After continuous pumping, the nurse conducted catheter flushing and closing routinely, when the patient complained of pain. The nurse discontinued catheter flushing and contacted imaging department. After confirmation that the catheter tip was positioned properly, another catheter flushing was attempted. The patient still felt strong pain. After the in-hospital IV team suggested catheter removal, the catheter was removed after the patient¿s family was fully notified and communicated. It was found that a bulged damage was found 5-6 cm away from the catheter tip. At present, the patient is in good condition clinically."